Event description:
Information received indicates the head end brake casters will not hold.

Manufacturer narrative:
The technician replaced the missing bolt and nut from the head end rocker link to repair the stretcher.